Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to unknown reasons. Components not revised: dynasty® a-class® 38mm 15dg group e crosslinked poly liner dlxple38 lot: 0501142452. Dynasty® bf shell 54mm group e dsbfge54 lot: 1201210358. Profemur® z femoral stem s 2 1/3 tp coated cement less pha00262 lot: 0901201577. Cancellous self-tapping 6.5mm bone screw 2.5cm length 18080302 lot: 0111294020.